Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connection was evaluated and repaired. The video controller pcb was also reseated as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and system functionality could not be recovered. No patient serious injury or death was reported related to this event.